Event description:
It was reported that prior to a surgical procedure the disposable handpiece could not be connected to the motor drive unit. A second motor drive unit was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 11/09/2007. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.